Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed critical pump error. It was also mentioned that the insulin is "squirting out" during the manual prime process. Blood glucose level was 112 mg/dl at the time of the incident. The insulin pump will be returned for analysis.